Event description:
During deployment of a 29mm sapien xt valve, the valve became dislodged and embolized into the ventricle. The patient has a functional bicuspid aortic valve, an extremely unfolded (horizontal) arch, and large native annulus measurements. Achieving a coplanar view was challenging due to the native functional bicuspid anatomy; the right coronary cusp was slightly higher than the left. The aortic arch was severely horizontal; the annular plane was entirely vertical. A bav was performed with the 25 x 4 mm edwards balloon under rapid ventricular pacing (rvp). The physicians elected to proceed and navigated the aortic arch following device alignment. The valve was positioned and the flex catheter was retracted. The valve was canted and half of the flex was reduced to establish a more coaxial valve position. Under rvp the valve was positioned 60/40 aortic/ventricular, the valve was then inflated 25% and a contrast injection was performed. The valve was advanced about 1 mm more ventricular and they fully inflated the valve. Initially it looked to be in a good position and coaxial based on their coplanar view. After the nf+ was retracted the valve shifted into the ventricle and the pressure dropped into the 60's systolic. The delivery system was then re-advanced, the balloon was inflated inside the valve, and they attempted to pull it back into the lv. This did not work and when the balloon was deflated, and during nf+ retraction, they lost wire position. They immediately moved to an open sternotomy for savr and retrieval of the xt. While opening the chest the valve migrated to the lvot and lodged in a side position. The patient was placed on central bypass and a 25 mm magna was ultimately placed. The sapien xt was crushed with coker clamps and removed. The quality of the CT was poor. The annulus was measured 26.5 x 30.8, with an area ranging from 660-670 mm2 (with a perimeter of 92-94 mm). There was a large ncc with a fused raphe between the lcc and rcc. The rcc was the smaller of the two cusps. There is moderate leaflet tip calcification, and no annular calcification. The coaxial alignment of the delivery system and valve, and the image intensifier angle were reported as fair. Per report, the perceived cause of the event was a combination of a very large annulus, difficult root anatomy, and lack of significant calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization , including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the perceived cause of the valve embolization to the ventricle was a combination of patient and procedural factors, including a very large annulus (top end of the range for a 29mm valve is 660mm²), difficult root anatomy (extremely unfolded aortic arch and native functional bicuspid anatomy), lack of significant calcification, and difficulty obtaining a coplanar view and coaxial alignment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.